Manufacturer narrative:
Follow-up submitted to report the customer alleged a patient fell out of the bed due to the bed exit alarm allegedly not activating. It was confirmed there was no patient injury and no known bed malfunction. Customer performed evaluation.

Event description:
It was reported via medwatch report that the bed alarm was allegedly turned on and failed to alarm when patient stood up from the bed resulting in a fall. No patient was injured. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via medwatch report that the bed alarm was allegedly turned on and failed to alarm when patient stood up from the bed resulting in a fall. No patient was injured. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.